Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed "system failure" and emitted a high pitch sound. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and replaced the helium tank assembly due to a leaking valve. After replacement, the stm performed calibrations to ensure proper working order. The unit passed all functional and safety tests per factory specifications. In addition, the stm replaced the pneumatic interface module (pim ) as a precautionary measure. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed "system failure" and emitted a high pitch sound. There was no harm or injury to the patient and no adverse event was reported